Manufacturer narrative:
Device not accessible for testing: (4117/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) displayed questionable blood pressure results. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) displayed questionable blood pressure results. No patient harm, serious injury or adverse event was reported. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : device not evaluated by manufacturer.

Event description:
N/a.